Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keys of insulin pump were not working. Customer stated they changed battery and everything on insulin pump but cannot got her keys to move. Customer also noticed crack on the back of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, all keypad buttons were not working due to moisture damage electrical board and keypad connector. Unable to perform displacement and self tests due to the keypad anomaly. Device had cracked battery tube threads, cracked case corner of belt clip rails. Device p-cap or test reservoir locks in place properly and no anomaly noted.